Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality >=1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator).   The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Per report, the device was used in an off-label implantation in the mitral position.  As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use.   Valve malposition and embolization are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  Investigation results suggest/indicate the valve was placed too high and caused severe paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a 29 mm sapien 3 case by transseptal approach in the native mitral position (mac). During procedure, a sapien 3 valve was implanted with +4 ml. The valve was implanted 70/30 (70% in atrium and 30% in ventricle). After implantation severe pvl was observed by echo. Due to pvl observed, a second valve was implanted. The second valve was implanted a bit lower also with +4 ml and no pvl was observed. One day after the procedure the patient outcome was good. As per medical opinion, the valve was placed too high for inner/outer skirt in the left atrium. The pvl was in the uncovered part of the stent.